Event description:
It was reported that during an ablation procedure to treat atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. A leak was observed from the irrigation port of the catheter. The catheter was replaced with another of the same model and the procedure was completed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.